Event description:
The customer reported to olympus, jaws insert hicura, 5 x 330, maryland, bipolar had been in circulation for roughly a month. While the forceps was being decontaminated, it was noticed that a white piece was missing or burnt at the base of the jaw of the insert. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to wear and tear as well as improper handling. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use (IFU), a suitable replacement device must be provided during an application. There are no countermeasures necessary because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.